Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: r1807496) on 15-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic periods"), vertigo ("daily vertigo"), disturbance in attention ("problems concentrating"), immunodeficiency ("immune deficiency"), ophthalmic herpes zoster ("nearly constant ophthalmologic and mental nerve shingles") and melaena ("melena") in a female patient who had essure (batch no. 626801) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vertigo (seriousness criterion disability), disturbance in attention (seriousness criterion disability), immunodeficiency (seriousness criterion medically significant), ophthalmic herpes zoster (seriousness criterion medically significant), melaena (seriousness criterion medically significant), urinary tract infection ("recurrent urinary tract infection"), anaemia ("anemia"), bursitis ("recurrent bursitis"), inflammation ("recurrent inflammation"), vaginal infection ("recurrent vaginal infection"), nervous system disorder ("neurological disturbances"), migraine ("migraines"), visual field defect ("altered visual field"), malaise ("malaise") and herpes zoster ("nearly constant ophthalmologic and mental nerve shingles"). Essure was removed on 20-mar-2018. At the time of the report, the menorrhagia, vertigo, disturbance in attention, immunodeficiency, ophthalmic herpes zoster, melaena, urinary tract infection, anaemia, bursitis, inflammation, vaginal infection, nervous system disorder, migraine, visual field defect, malaise and herpes zoster outcome was unknown. The reporter considered anaemia, bursitis, disturbance in attention, herpes zoster, immunodeficiency, inflammation, malaise, melaena, menorrhagia, migraine, nervous system disorder, ophthalmic herpes zoster, urinary tract infection, vaginal infection, vertigo and visual field defect to be related to essure. The reporter commented: in addition to the extracted events, the patient stated that she was fired for being unfit to work, the daily vertigo makes it impossible for her to drive, and she has been acknowledge as a disabled person. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 18-may-2018 for the following meddra preferred term: menorrhagia - the analysis in the global safety database revealed 1026 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-may-2018: upon internal review, events immunodeficiency, ophthalmic herpes zoster and melaena regarded as serious due to medical significance. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: (B)(4)) on 15-may-2018. The most recent information was received on 14-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic periods"), vertigo ("daily vertigo"), disturbance in attention ("problems concentrating"), immunodeficiency ("immune deficiency"), ophthalmic herpes zoster ("nearly constant ophthalmologic and mental nerve shingles") and melaena ("melena") in a female patient who had essure (batch no. 626801) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vertigo (seriousness criterion disability), disturbance in attention (seriousness criterion disability), immunodeficiency (seriousness criterion medically significant), ophthalmic herpes zoster (seriousness criterion medically significant), melaena (seriousness criterion medically significant), urinary tract infection ("recurrent urinary tract infection"), anaemia ("anemia"), bursitis ("recurrent bursitis"), inflammation ("recurrent inflammation"), vaginal infection ("recurrent vaginal infection"), nervous system disorder ("neurological disturbances"), migraine ("migraines"), visual field defect ("altered visual field"), malaise ("malaise") and herpes zoster ("nearly constant ophthalmologic and mental nerve shingles"). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vertigo, disturbance in attention, immunodeficiency, ophthalmic herpes zoster, melaena, urinary tract infection, anaemia, bursitis, inflammation, vaginal infection, nervous system disorder, migraine, visual field defect, malaise and herpes zoster outcome was unknown. The reporter considered anaemia, bursitis, disturbance in attention, herpes zoster, immunodeficiency, inflammation, malaise, melaena, menorrhagia, migraine, nervous system disorder, ophthalmic herpes zoster, urinary tract infection, vaginal infection, vertigo and visual field defect to be related to essure. The reporter commented: in addition to the extracted events, the patient stated that she was fired for being unfit to work, the daily vertigo makes it impossible for her to drive, and she has been acknowledge as a disabled person. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: menorrhagia - the analysis in the global safety database revealed 1297 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 14-jun-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (ansm - health authorities in (B)(6), reference number: (B)(4)) on 15-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic periods"), vertigo ("daily vertigo") and disturbance in attention ("problems concentrating") in a female patient who had essure (batch no. 626801) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vertigo (seriousness criterion disability), disturbance in attention (seriousness criterion disability), urinary tract infection ("recurrent urinary tract infection"), immunodeficiency ("immune deficiency"), anaemia ("anemia"), bursitis ("recurrent bursitis"), inflammation ("recurrent inflammation"), vaginal infection ("recurrent vaginal infection"), nervous system disorder ("neurological disturbances"), migraine ("migraines"), visual field defect ("altered visual field"), ophthalmic herpes zoster ("nearly constant ophthalmologic and mental nerve shingles"), melaena ("melena"), malaise ("malaise") and herpes zoster ("nearly constant ophthalmologic and mental nerve shingles"). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vertigo, disturbance in attention, urinary tract infection, immunodeficiency, anaemia, bursitis, inflammation, vaginal infection, nervous system disorder, migraine, visual field defect, ophthalmic herpes zoster, melaena, malaise and herpes zoster outcome was unknown. The reporter considered anaemia, bursitis, disturbance in attention, herpes zoster, immunodeficiency, inflammation, malaise, melaena, menorrhagia, migraine, nervous system disorder, ophthalmic herpes zoster, urinary tract infection, vaginal infection, vertigo and visual field defect to be related to essure. The reporter commented: in addition to the extracted events, the patient stated that she was fired for being unfit to work, the daily vertigo makes it impossible for her to drive, and she has been acknowledge as a disabled person. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: menorrhagia - the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.